Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/ explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed. The supplier¿s certificates of compliance indicates the parts were manufactured to p/n 391.201 and met the required specifications. There were no material review records, nonconformance reports, or complaint related issues with this complaint. A manufacturing evaluation was also performed. The cable tensioner was received with no visible damage. Pioneer surgical manufactured the cable tensioner, p/n 391.201, and lot number p099483 for synthes purchase orders (B)(4). Pioneer responded on (B)(4) 2014 and stated that ¿visual inspection found the device to be from damage or debris which could negatively affected the performance of the device.¿ pioneer tested the tensioner and found that, ¿all test results meet specifications.¿ pioneer¿s DHR review ¿confirmed this product met specification prior to shipping.¿ based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by pioneer surgical and synthes, the complaint condition is unconfirmed. Additional release dates: sep 16, 2010; sep 21, 2010; & sep 29, 2010. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014 the locking compression plate decompression fusion was used for a supracondylar femur fracture case. When the surgeon tried to insert a cerclage cable into the cable tensioner, the knob on the cable tensioner stopped turning when the tension of the cerclage cable was 20 kilograms. The surgeon did a temporary fixing and tried it again, but the situation was still the same. The surgeon decided to place a cerclage cable into the patient body. No further delays or patient harm was reported. This is report 1 of 2 for complaint (B)(4).